Event description:
Rptr states user facility was unable to deflate the balloon with the syringe provided in the kit. The balloon was deflated with the user facilities syringe.

Manufacturer narrative:
Based on available info, this event is deemed a reportable malfunction. The device did not perform as intended during the balloon deflation process. If the balloon fails to deflate in use, it is common practice to cut through the inflation line to deflate the balloon. However if that fails, a 45 ml inflated balloon can be pulled out with minimal to no tissue damage because of the large dilatation capacity of the anal canal. No injury to a pt was reported. No add'l info has been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected. (B)(4).